Event description:
It was reported that after the port was implanted, the pt experienced swelling of the neck and chest area. It was suspected that the catheter had either separated or detached from the port and had emboilized in the right ventricle. The catheter was successfully removed via a femoral approach with no add'l complications.